Manufacturer narrative:
Pending the results of traceability and device analysis. Investigations are ongoing and results are not yet available.

Event description:
Erratic and unreliable measurements on one patient: -12 + 360 icp values displayed. Replacement with a second catheter: problem persists. Third catheter that functioned normally and was still implanted on friday (B)(6) 2025.

Event description:
Erratic and unreliable measurements on one patient: -12 + 360 icp values displayed. Replacement with a second catheter: problem persists. Third catheter that functioned normally and was still implanted on friday (B)(6) 2025.

Manufacturer narrative:
Initial: pending the results of traceability and device analysis. Investigations are ongoing and results are not yet available. Final: a traceability analysis has been conducted on the manufacturing file of the device. The analysis did not reveal any clue to support the defect. The return catheter is functional and compliant, with no pressure anomalies observed during measurements, temperature perfectly stable.